Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that portions of the touchscreen became unresponsive to presses. Customer stated that they had elevated blood glucose levels (366 mg/dl). Reportedly, elevated blood glucose levels were due to a steroid medication the customer was taking for crohn's disease. Customer delivered a bolus to stabilize blood glucose levels.